Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Product evaluation of the returned device presented evidence of tensile overload fracture with bend loading of the core wire proximal of the distal weld joint resulting in stretched coil wraps. The outer coil wire presented multiple examples of shear/cut wire separation with tensile loading. The core wire presented indications that the wire was cut proximal of the original fracture leaving nearly 100cm of core wire material missing from the device, as provided. The customer complaint was confirmed. The cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2007 that an enteral guidewire device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed a week prior (patient gender, age and weight are unknown). According to the complainant, after the guidewire was placed in the catheter and choledoc, they wanted to remove the guidewire and was unable to put out the guidewire, the guidewire begin to tear. The guidewire was not function. In order to continue the procedure, they need to pull out everything and start again. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".